Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis (wopn) during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work. There was no blanching of the tissue. The procedure was aborted due to device availability. There were no patient complications as a result of this event. Additional information received on april 13, 2023: it was reported that another procedure was performed on (B)(6) 2023, and another axios stent was successfully implanted.

Manufacturer narrative:
Blocks b5, h6 (impact codes) and h10 have been updated with the additional information received on april 13, 2023. Block h6: imdrf impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure.

Manufacturer narrative:
Block h6: imdrf impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in original position with the retainer clip. An electrical test was performed to verify the continuity between the radio frequency (rf) connector and the distal rf electrode, and the device did not show continuity. X-ray analysis was performed, and the signal cable was found broken. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached. No other issues were noted with the stent and delivery system. The reported event of cautery failure to deliver energy was confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the evidence found in the product analysis, the outer sheath was returned twisted and detached which is evidence the luer was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, could have caused the torsion on the delivery system, which limited the performance of the device and contributed to the reported event and observed failures. Therefore, the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis (wopn) during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work. There was no blanching of the tissue. The procedure was aborted due to device availability. There were no patient complications as a result of this event. Additional information received on (B)(6) 2023 it was reported that another procedure was performed on (B)(6) 2023, and another axios stent was successfully implanted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis (wopn) during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios cautery did not work. There was no blanching of the tissue. The procedure was aborted due to device availability. There were no patient complications as a result of this event.

Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.